Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion and posterolateral fusion from l4-s1. He was implanted with rhbmp-2/acs. Post-op, the suffered from progressively worsening low back pain with radiculopathy in his lower extremities. Severe pain and symptoms compelled the patient to undergo a revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with following pre operative diagnosis: status post work injury (B)(6) 2009; left lumbar radiculopathy clinically in the lower lumbar distribution with preponderance of back pain; history of left l5/s1 disc herniation, status post work injury (B)(6) 2004 with excellent results; the patient's last visit was (B)(6) 2005 and had been under no medical care for his back since then. He was in full health at the time of his injury; MRI of the lumbar spine done (b)(7) 2009 shows left l5/s1 recurrent disc herniation with right paracentral neuroforaminal narrowing with moderate neuroforaminal narrowing bilaterally; status post left l5/s1 recurrent discectomy, right l5/s1 foraminotomy, right l4/5 foraminotomy (B)(6) 2010 with good initial clinical results; episode of urinary incontinence; MRI scan of the lumbar spine (B)(6) 2010 for urinary incontinence shows postoperative changes and significant desiccation at the l5/s1 level with bulging; no evidence of myelopathy and no upper back pain; thoracic spine MRI scan done (B)(6) 2010 showing evidence of disc osteophyte complex at c1 /2 to 8/9, t9/10, t7 /8 and t7 with the suggestion of 3.5 x 4 x 9 mm extrusion impressing on the ventral aspect of the spinal cord, but no stenosis; status post urology evaluation (B)(6) 2010 with diagnosis of neurogenic incontinence; symptoms at level the patient is not capable or willing to live with; controlled provocative discography (B)(6) 2010 clearly identifying the l5/s1 level as a pain generator; post discogram CT done (B)(6) 2010 showing a hemilaminectomy at l4/5, l5/s1 with multi level degenerative disc disease, facet arthropathy and annular tear at both levels. The patient underwent the following procedures: - mini open approach was used, bilateral l5/s1, right l4/5 recurrent partial hemilaminectomy, foraminotomy, lateral recess decompression,nerve root decompression and discectomy; left l4/5 partial hemilaminectomy, foraminotomy, partial medial facetectomy, facetectomy, lateral recess decompression, nerve root decompression and discectomy; bilateral l4 to s1 posterior segmental internal fixation with rod and screw instrumentation with 75 x 45 screws at l4,l5 and s1 on the right side and 75 x 50 screws at l4, l5 and s1 on the left side; bilateral l4 to s1 transforaminal lumbar interbody grafting with peek cages 11 mm high x 2 at the l5/s1 level packed with bmp(bone morphogenic protein) and 30 mm high x 2 at the l4/5 level packed with bmp(bone morphogenic protein); bilateral l4 to s1 posterolateral grafting with allograft, autograft, bmp (bone morphogenic protein)., bone matrix, tricalcium phosphate and bone marrow aspirate, insertion of interbody peak device x 4; morcellized allograft, right iliac crest bone marrow aspirate. 6. Neurolysis bilateral l5/s1 and left l4/5; fluoroscopy; supervision and interpretation; intraoperative use of the cell saver; intraoperative ssep monitoring. All screws at l4, l5 and s1 were placed desirably bicortically, the lumbar lordosis was restored to the extent possible in the patient's own anatomy,the top of the construct did not impinge whatsoever on the l3/4 facet using orientation recessing of the screws with the facet retaining the full range of motion without any articulation or contact with the metal. As per the operative notes, ¿the nerve root was decompressed. The thecal sac was decompressed. Complete decompression of the nerve root and foramina was done. The cages were inspected and found to be in good position. The screws were in good position. Fluoroscopy showed good placement of the rods, screws and the cages. Hemostasis was achieved. A bone marrow aspirate was obtained from the right iliac crest and posterolateral grafting at l4 to s1 was done bilaterally with allograft, autograft, bmp(bone morphogenic protein), bone matrix, tricalcium phosphate and bone marrow aspirate.¿ the following were the post operative diagnoses for the patient: same as pre operative diagnosis from steps 1 to 14; evidence of segmental instability at both the l4, l5, and 81 and the l4/5 level with moderately severe to severe foraminal narrowing at the l5/s1 level bilaterally as well as at the l4/5 level bilaterally moderately; evidence of segmental instability at both the l5/s1 and the l4/5 level; the old pedicle screws were placed desirably bicortical; the lumbar lordosis was restored to the extent possible of the patient's own anatomy; the top of the construct did not impinge whatsoever on the l3/4 facet with the facet obtaining the full range of motion without any articulation or contact with the metal upon direct inspection and visualization. The patient was discharged on (B)(6) 2010. No intra operative complications were reported.